Event description:
It was reported that during a pta/stenting treatment procedure in the left brachial artery, the wallstent would not deploy. Access was obtained through the right femoral, and a 4 fr catheter was placed over a guidewire with the seldinger system into the left subclavian artery. An 0.4 wire was advanced across the pre-occlusive stenosis in the brachial artery. A 2.5 x 2 cm long balloon was used to predilate the stenosis in the brachial artery. A wallstent was introduced into the o.4 system. The stent would not cross the stenosis and therefore was withdrawn. After withdrawal, it was noted that the deployment system was defective. The stenosis was subsequently dilated with two different balloons with good results. After balloon angioplasty, the pt had an excellent left radial pulse. The sheath was removed and the pt returned to the recovery room in satisfactory condition. No pt injury or complications were reported.